Event description:
ICU patient was on the intra-aortic balloon pump when the iabp showed a malfunction alarm and put itself into standby mode. The physicians were notified and the datascope representative was called. After 20 min, the iabp completely stopped working. The patent had the iabp removed in cath lab. The iabp machine was taken out of service and is currently in our biomed department. According to our biomed tech, "the batteries had swollen up." Maquet will be coming out to service the unit.